Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 5.2 was not opening. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that drawer 5.2 had not been detected. A field service engineer took the drawer apart and found the retractor band unplugged and plugged it back in to resolve the issue. The system functioned as intended after the field service engineer repaired the device.